Event description:
It was reported that the right ventricular (rv) lead had high bipolar impedance with possible lead fracture. The device was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901, implantable pulse generator, (B)(6) 2005; 5076-45, implantable pacing lead, (B)(6) 2005. (B)(4).